Event description:
On (B)(6) 2009, the patient with myelodysplastic syndrome (mds) underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Due to the mds, platelet transfusion and chemo treatment using g-csf were simultaneously performed during the procedure. It was reported that the final angiogram showed a moderate type ii endoleak, and the physician decided to take a wait-and-see approach. The aneurysm size was 47.5 mm. On (B)(6) 2009, follow-up CT images showed persisting moderate type ii endoleak. The physical decided to take a wait-and-see approach and the patient was discharged. The aneurysm size was 47.5 mm. On (B)(6) 2010, follow-up CT images revealed that the type ii endoleak was resolved, an that a pseudoaneurysm was developed at the inner curve of the aortic arch. It was reported that the pseudoaneurysm was located next to the proximal end of the tag glare. The physician considered an additional procedure necessary for it's repair and scheduled for it. On (B)(6) 2010, the patient vomited blood at home and was taken to another hospital. The patient expired. It was reported that the cause of death was rupture.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.